Event description:
It was reported that there was a labeling issue with bd multi-check cd4 low control. The following information was provided by the initial reporter: multi-check cd4 low control product (#340914 bm0823l) box contains another product, multi-check control (#340911; bm0823n) tube, so complaints are coming in.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.5. PMA / 510(k)#: k150815. G.5. PMA / 510(k)#: k982231. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was a labeling issue with bd multi-check cd4 low control. The following information was provided by the initial reporter: multi-check cd4 low control product (#340914 bm0823l) box contains another product, multi-check control (#340911; bm0823n) tube, so complaints are coming in.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01523 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.